Manufacturer narrative:
Concomitant medical products: 1258t lead, implanted: (B)(6) 2012 and dtbb1d1, ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had a fracture and was capped and replaced. No patient complications have been reported as a result of this event.